Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged when the device moved in the pocket and pulled the leads back. The leads both had tissue in the helix; therefore the physician could not extend or retract the helix to reposition the leads. Both leads were removed and replaced. A pocket revision was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4076 implantable pacing lead, (B)(6) 2011; d314drg implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.